Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was 109 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer does not use the sensor feature on the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. Minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and stained address/serial number label. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.